Manufacturer narrative:
One blue line ultra tracheostomy tube was returned for analysis in used condition. The flange was observed to be damaged upon visual inspection. Relevant documents and the manufacturing process were both reviewed and deemed adequate. Bonding operation of the tracheostomy tube was reviewed; no discrepancies were found. Prior to packaging, a sample of 32 units was taken; no discrepancies noted. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information received a smith medical tracheostomy/pvc - portex tubes blue line ultra (blu) flange was torn. This was reported occured in similar events in the two month span of (B)(6) and (B)(6) 2019. No patient injury reported.